Event description:
It was reported that the customer had normal blood glucose levels of 80 mg/dl. The customer reported several failed battery test alerts from the insulin pump. The customer reported having tried twenty different batteries on the insulin pump without any effect. The customer was advised to change the battery and use a new and unused battery for the insulin pump. The customer was also advised that a new battery cap would be shipped to the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)